Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing thresholds, decreased amplitude, decreased pacing impedance measurements, and loss of capture.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds, decreased amplitude, decreased pacing impedance measurements, and loss of capture on the right ventricular (rv) lead. This rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.